Event description:
It was reported that the patient presented for routine follow-up in clinic. Upon device interrogation, it was observed that the right ventricular lead exhibited over-sensed noise that resulted in pacing inhibition. Programming interventions were made. The patient was asymptomatic.